Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found both pitch cables to be loose at the wrist of the instrument. The clevis did not exhibit any damage or wear marks. Both cable crimps remained in the clevis. Failure analysis investigation also found both pitch cables had become frayed as well. Frayed segment was observed to be sticking out at the wrist of the instrument. Upon removing the housing, loose pitch cable was found at the clamping pulley. Further observation seen was a derailed grip cable. Grips can still fully open and close properly however movement and functionality may not be precise. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the wire at the tip of the prograsp forceps instrument snapped, so it stopped working. A new instrument was opened to replace it. No missing or fallen pieces were reported. There was no patient harm, adverse outcome or injury reported.